Event description:
It was reported that a gen11 was prepared for a laparoscopic oesophagectomy and it powered up perfectly. A hp054 was connected to the gen11 correctly and confirmed 45 uses remaining. Harh36 was connected to the hp054 correctly and the gen11 then displayed "activate instrument for 2 seconds to run test". As soon as the sgn touched any power button the gen11 immediately gave an "activation switch error". The display then immediately displayed an error and instructed "press ok to continue", which did not yield any results. Several further attempts using different power buttons on the harh36 and confirming the correct connection steps showed the same error. A 2nd brand new and sterile harh36 was then connected, but displayed the same error. The procedure was converted to open & the sgn completed the case using an open ligasure device. There were no further patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the generator event log available for review? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.